Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm morphology at the time of implant was not reported. It was reported 6 years post stent graft implant that, the pt presented at a follow up appointment with a type ii endoleak. It was reported that the aneurysm was enlarging due to the type ii endoleak. The film of the endoleak was sent to independent physician consultant, which concluded that the endoleak was a type ii. The pt will be monitored. No add'l clinical sequelae were reported and the pt is fine.